Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the IV set/20drop/wr3cq/std/100cm spike was broken and fell into the infusion bag during use when trying to remove it. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the completion of infusion, the hcp tried to remove the spike and the spike tip was then broken and left in the infusion bag (terumo's saline)."

Event description:
It was reported that the IV set/20drop/wr3cq/std/100cm spike was broken and fell into the infusion bag during use when trying to remove it. The following information was provided by the initial reporter, translated from japanese to english: "after the completion of infusion, the hcp tried to remove the spike and the spike tip was then broken and left in the infusion bag (terumo's saline)."

Manufacturer narrative:
H.6. Investigation: when the actual product received was checked, the bottle needle was broken as suggested. No evidence of manufacturing defects such as abnormal dimensions or uneven thickness was found on the damaged part (cross section). Whitening was observed at the tip due to excessive load applied in the bending direction of this product. The cause of this event could not be identified because no abnormalities were found in the actual product at the time of manufacture, but whitening was observed, so excessive bending load was applied to the tip. It is presumed that it was damaged because of this. DHR could not be performed due to unknown lot#. H3 other text : see h.10.